Event description:
Terumo tr band would not hold air in the compression chamber when placed over radial access site. This causes inadequate pressure over a radial artery stick and caused bleeding and discomfort for the patient. Staff had to manually occlude the radial artery twice to place a properly functioning compression band to achieve hemostasis.